Manufacturer narrative:
The table was evaluated by a berchtold service rep on-site. The screw that holds the cover which keeps the lamphead retainer in place was missing. The cover was rotated around to the point where the lamphead retainer, which holds the lamphead in the spring arm, fell out, allowing the lamphead to disconnect from the spring arm and fall out of the spring arm. The lamphead retainer was found on the floor by facility personnel and was taped to the lamphead. No preventative maintenance records were available for the lights, which are not maintained by berchtold personnel, and the berchtold svc rep was told that the lights are not on any type of pm schedule. The berchtold rep re-installed the lamphead, the retainer, aligned the cover, and installed a new cover screw. The lamphead was checked to be functioning satisfactorily. The customer will place the lights on a berchtold recommended pm schedule.

Event description:
During a procedure in the operating room, the lamphead was moved by a member of the surgical team, and fell off of the spring arm. The lamphead was caught by a member of the surgical team, but struck the pt in the arm. No injury resulted from this problem.